Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt who was diagnosed in ventricular fibrillation. The device was charged up, but, according to the rptr, it lost power before the charge could be transferred to the pt. A backup device on the rescue unit was immediately used and no adverse effects to the pt were reported as a result of the alleged malfunction.